Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The neutral trial liner is chipped.

Manufacturer narrative:
Examination of the returned trial liner confirms the observation. A portion of the rim of the liner has fractured. The fractured piece was not returned. There are additional scars / cuts in the material on the outer surface near the rim. The trial liner was examined with a depuy material scientist. It is suspected that attempts were made to pry the liner from the mating cup when it was still engaged with the cup by the threaded insert. Resulting in rim fracture. The root cause is attributed to use error. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).